Event description:
Additional information received reported that the patient experienced hyperfusion after the thrombectomy and cerebral hemorrhagic transformation and hematoma within the ischemic field with space occupying effect involving greater than 30% of the infarcted area. The patient was hospitalized until (B)(6) 2020, and were treated with physical therapy. The event was not the result of a device deficiency and was not a new or recurrent stroke. The event resulted in a disability and was considered life threatening. The site assessed the adverse event as caused by the disease under study/underlying condition, and not related to the device or procedure. The sponsor assessed the event as possibly related to the procedure. The patient was undergoing treatment for a clot in the m1 section of the right middle cerebral artery (mca). The patient's pre-procedure mtici score was 0, and post-procedure it was 3.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a source document revealed that post-procedure, the patient experienced "persistent headache, which required dexamethasone and tramadol for control and on day 3-4 it increased, and escitalopram was given for depression and to see if this also regulates the pain."

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the imaging performed 24 hours after a thrombectomy procedure showed a hematoma within ischemic field with space-occupying effect involving 30% of the infarcted area (ph2). The patient¿s baseline nihss score was 13. On (B)(6) 2020 the nihss score was noted to be 12, and at discharge was noted to be 15. Patient medical history included hypertension.